Manufacturer narrative:
This medwatch was created and submitted in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Open reduction of dislocated hemiarthroplasty. Doi: (B)(6) 2017; dor: (B)(6) 2017; unknown affected side.